Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address high cobalt levels with no real pain or other issues and decided to revise. 2006 mom pinnacle liner,36 ball and summit taper had metal corrosion. Mom bearing and she¿ll taper look great. Doi: (B)(6) 2006; dor: (B)(6) 2020; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Additional information received that revision operative notes indicate the patient received a head and liner revision due to adverse reaction to metal debris (armd). Upon entering the joint, the surgeon encountered a large grey-colored effusion under pressure. There was a periarticular rind of necrotic tissue that was thoroughly debrided. There was extensive corrosion on the stem trunnion and taper of the head. There was acetabular and femoral osteolysis. The cup was well-fixed and retained. The stem was well-fixed so the surgeon decided to aggressively clean the trunnion and retain the stem. There was no reported product problem with the revised liner. The patient was revised with depuy products and the procedure was completed without complications.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.